Manufacturer narrative:
The device was received fully deployed. Inspection of the needle mechanism and cannula assembly found no damages or defects that could contribute to a cannula inserting improperly. The bottom housing cannula window and e-seal were checked for damages and no issues were observed. Although no damages were observed, the cause of the reported improper insertion could not be conclusively determined. Inspection of the cannula assembly did not find a bent, kinked, or damaged soft cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated and bent, while wearing it on unknown location. For treatment, the patient changed out the pod for a new pod.